Manufacturer narrative:
This is one event of two events reported for the same patient involving three separate products; associated MDR # 2937457-2013-00328, 00329, 03300, 03301, 03302.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on oar about (B)(6) 2011 and thereafter , experienced another cardiovascular event subsequently expired on (B)(6) 2011, after the use of the product.